Event description:
During endoscopic retrograde cholangiopancreatography common bile duct dilation the black permanent part plastic of hurricane biliary dilatation catheter came off while in patient and had to be retrieved using a rat tooth, was retrieved intact and no patient harm. Manufacturer response for dilatation catheter, hurricane balloon dilatation catheter (per site reporter). Active recall now on product, boston scientific rep in department to pull affected lot #'s, returned recalled product.